Event description:
It was reported that the ilet displayed a pairing failed message with a dexcom g7 continuous glucose monitor (cgm) while the user was showering and the ilet was not within range; once the ilet returned to range, readings populated on the ilet and the call concluded after troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no adverse clinical outcomes reported. User support included user interview and device-use troubleshooting focused on connectivity and operating conditions. Investigation of this case revealed that the event was consistent with loss of bluetooth communication due to physical separation between the ilet and the sensor transmitter, with function restored upon re-establishing proximity, indicating normal behavior under out-of-range conditions. It was concluded, based on previously established findings for similar reports, that the cause was user-related operating conditions resulting in temporary loss of communication.